Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain in breast and arm, burning sensation, lump, leaking device, detachment of implant and right side feels harder in comparison to other side." Patient additionally reported they "always felt exhausted", unrelated to the device. Device ¿implanted after the expiration date¿. Device remains implanted.